Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse heard an intermittent ticking noise from the front fan. To fix the issue, the fse replaced the fan cable assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loud fan and fluid around the area. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loud fan and fluid around the area.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, e2, e3, g2, g3, g6, h2, h10, h11.

Manufacturer narrative:
Additional reporter information: (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional").

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loud fan and fluid around the area. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.